Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025. D6b: explant date: (B)(6) 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7095213 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7095402 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 33452072 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing adequate pain relief. As a result, the patient underwent an scs system explant procedure. No further information could be obtained.